Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver broke while in use. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no damage evident at beginning of procedure and cable snapped while suturing.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.